Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas exhibited a cracked screen of unknown origin, the device function status was uncertain, and the user was advised that water resistance would be compromised and to maintain backup therapy. Symptoms included no reported adverse clinical effects, and blood glucose was not affected. Outcomes included no medical intervention, no hospitalization, and continued cgm data receipt through the mobile app with instructions to back up and shut down prior to return. Investigation included device replacement logistics, user education on data syncing and shutdown, shipment tracking, and receipt confirmation of the returned unit. Investigation of this case revealed a damaged display component consistent with physical damage to the screen; no alerts or alarms were reported, and no additional device components were implicated. It was concluded, based on previously established findings for similar reports, that the cause was user-handling related physical damage with no device manufacturing or design deficiency identified.